Event description:
The customer reported that at the distal end there is an extension which is a part of the set. Users have had issues with it coming apart during an infusion. Instruction was provided to them that they need to make sure the connection is hand-tightened before attaching to the patient. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.